Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/07/2019.

Event description:
The customer reported no data on the lcd. There was no patient involvement.

Manufacturer narrative:
MFR received date: 24 oct 2019. The customer confirmed the reported display failure. The customer reported that the issue was resolved by replacing the graphic user interface assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported no data on the lcd. There was no patient involvement.